Manufacturer narrative:
Correction: please retract this report 2017865-2023-19698 since there is no allegation of a malfunction for this product.

Event description:
Related manufacturer reference number: 2017865-2023-19697. It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the pacemaker and the right atrial lead exhibited low pacing impedance. The physician explanted and replaced the pacemaker to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.